Manufacturer narrative:
This pacemaker remains in service, so, therefore, will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that in march of 2011 the longevity of this pacemaker was estimated to be 3 years. The device was reprogrammed, and the longevity increased. At the most recent follow-up, however, this pacemaker displayed a longevity of 0.5 years. There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.